Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004, 694758 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. The lead was capped and replaced. The patient is enrolled in world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No patient complications have been reported as a result of this event.